Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting a monitoring voltage of 2.45 volts associated with premature battery depletion.